Event description:
It was reported patient underwent a left total hip arthroplasty in 1997. Subsequently, patient was revised on (B)(6) 2014, due to pain and possible poly wear. The modular head, acetabular cup and poly liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1997. PMA/510(k) number. Manufacture date ¿ unknown.